Event description:
It was reported that this electrode became fractured during a left ventricular assist device (lvad) implant procedure. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
The UDI string for this product cannot be determined.